Event description:
Anspach complaint hospital reported advised the 05.001.010 (electric pen drive 60,000 rpm) is not working, has unspecified malfunctions. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The customer did not allege or identify any specific deficiency; it was observed during pre repair evaluation that the electric pen drive will not rotate. Evidence suggests this is due to immersion during cleaning. The device is an instrument, not implanted/explanted. Returned to manufacturer on 1/30/2014. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)